Manufacturer narrative:
Submit date: 10/29/2014.an investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. No changes in the process were identified to be related with this event. The product sample was received within a generic plastic bag. It consisted of one red adult adapter. After visual inspection, a crack on the thread region of the adapter was identified. Based on the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening the catheter connection can crack some adapters. It is evident that they did not notice any issue prior to use and it was found cracked during the procedure. It can be concluded that the adapter was more likely damaged during use. Based on the available information, the most probable root would be that over tightening caused the issue. There are no additional actions required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs a 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapter was cracked after dialyzed for 10 times. The surgeon then changed a port of 8888135161. The product was tested prior to use. This surgery did require medical intervention. The catheter was pulled and replacd with a new one.